Event description:
(B)(4). It was reported that subsequent to a coronary stenting treatment procedure a myocardial infarction occurred. On (B)(6) 2013, the patient was presented with stable angina and underwent cardiac catheterization. The procedure revealed a 75% stenosed target lesion located in the mid right coronary artery(rca) with a vessel diameter of 4.0 mm and a length of 10 mm. The target lesion was predilated using an unspecified catheter balloon and placement of a 4.00 x 12 mm study stent with residual stenosis of 5%. On the same day, cardiac enzymes were elevated consistent of a myocardial infarction. No actions were taken with this event and the patient was discharged a day post-procedure on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that baseline core lab angiography result revealed 20% side branch stenosis at acute marginal (cass site #10). Post procedure angiography revealed 70% 'branch percent stenosis' in acute marginal (cass site #10).

Manufacturer narrative:
(B)(4).